Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was an issue with leakage. Blood was leaking from the connector above the luer adapter. Exposure to the skin was reported on the (B)(6) 2019. The following information was provided by the initial reporter: during my follow up and the training for the staff the senior phlebotomy she informed me there are more than a seven incident happened last two week in phlebotomy room while using pbbcs 23g lot 8283765 as blood was leaking from the connector above the luer adapter causing a contamination of blood for both patients and phlebotomist which is unsafe.

Manufacturer narrative:
H.6. Investigation summary: bd received video and photos from the customer facility for investigation and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, customer samples and retention samples, selected from bd inventory, were tested and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was an issue with leakage. Blood was leaking from the connector above the luer adapter. Exposure to the skin was reported on the b)(6)2019. The following information was provided by the initial reporter: during my follow up and the training for the staff the senior phlebotomy she informed me there are more than a seven incident happened last two week in phlebotomy room while using pbbcs 23g lot 8283765 as blood was leaking from the connector above the luer adapter causing a contamination of blood for both patients and phlebotomist which is unsafe.

Manufacturer narrative:
H.6 investigation summary: bd received video and photos from the customer facility for investigation and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, customer samples and retention samples, selected from bd inventory, were tested and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product h3 other text : see h.10

Manufacturer narrative:
Medical device type: fmi, jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was an issue with leakage. Blood was leaking from the connector above the luer adapter. Exposure to the skin was reported on the (B)(6) 2019. The following information was provided by the initial reporter: during my follow up and the training for the staff the senior phlebotomy she informed me there are more than a seven incident happened last two week in phlebotomy room while using pbbcs 23g lot 8283765 as blood was leaking from the connector above the luer adapter causing a contamination of blood for both patients and phlebotomist which is unsafe.